Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Event description:
Boston scientific received information that this atrial lead exhibited an episode of noise. The pvarp was extended. There were no adverse patient effects reported. Additional information was received that four months later, due to continued noise, oversensing and an inappropriate shock, the physician suspected a device header issue and replaced the device. The leads remain implanted. There were no additional adverse patient effects. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.